Event description:
It was reported that during an unknown procedure, the clamp was properly installed on the monitor, but at the time that the surgeon was going to use it, the clamp failed. He tried to use several times, but never worked the clamp. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. Upon functional testing it was noted that the hand activation contacts were damaged. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. In addition, it was difficult to rotate the shaft when the instrument was attached to the hand piece. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an error code message or instrument error or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically.